Event description:
Rptr has ordered heparin and saline flushes from a supplier of theirs and they came with an odd ndc number that they cannot match: heparin 100u/ml 5ml ndc# 6332304710, heparin 10u/ml 3ml ndc# 6332304710, sodium chloride 10ml syringe ndc# 0264780000. Rptr believes these may be fraudulent drugs.